Event description:
It was reported that, an 840 ventilator generated error code which rendered the ventilator inoperable condition, and failed the breath delivery (bd) power on self-test (post). The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) found the operational hours had become corrupted. Se installed the new datakey with the correct operational hours. Also the breath delivery unit (bdu) printed circuit board (pcb) was replaced and the latest version of the operational software was installed. The unit passed all testing and operated within the manufacturing specifications.